Event description:
It was reported that a minimum fill notification occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Technical support provided guidance on using an alcohol wipe or lint-free cloth to clean the pump and instructed the customer in proper cartridge loading techniques. After successfully loading a new cartridge, the issue was resolved, allowing the customer to resume insulin delivery.